Event description:
Adverse reaction case during the first hdf on-line predilution treatment for a patient. When the patient was connected with the machine, the first symptoms were "cefalea" and hypotension (60/40) with epigastric dolor; the treatment was continued, but after 1 hour, the symptoms were more serious with vomit, bradycardia, shiver without fever. Patient was disconnected.